Event description:
Home monitoring showed noise which presented on vf episodes, non-sustained vt episodes and rv lead monitoring episodes. Sensing and shock impedance dropped with an increase in short interval counter. Ineffective maximum energy shocks were delivered. Lead to be evaluated further with x-ray.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.